Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. However, the returned photographs confirm the fractured screw. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw fractured.